Manufacturer narrative:
(B)(4) the device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice passed all check and calibration tests successfully during service. Visual inspection was performed and no issues were noted. Power on self-test and one hour therapy was completed without error or alarm. Upon conclusion of the investigation, the cause was one or more cycles advances to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 22:16:41. During night drain cycle four, the patient's ultrafiltration reading was 362ml, indicating the home patient drained 362ml more than their maximum programmed fill volume of 500ml. No additional information is available.